Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 32mmx2.5mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 3.5 7f ebu guide catheter was engaged coaxially and a non bsc guidewire was advanced distally in the lcx. Predilation was performed with a 2x10mm non-bsc balloon catheter and the physician took another non-bsc guide wire to serve as a buddy wire to take the 2.50x38mm promus element long drug eluting stent in the lcx. The stent was advanced with the support provided by the buddy wire; however, the stent but could not be taken down further. The physician decided not to push down further due to the increased resistance. The physician pulled the stent out and noted that some struts were damaged. Additional dilation was performed with a 2.25x12mm non-bsc non-compliant balloon catheter and the procedure was completed with another 2.50x38mm promus element long drug eluting stent. The results looked good angiographically following post dilatation with a 2.75x8 non-bsc non-compliant balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the proximal portion of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts from the patient. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 32mmx2.5mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 3.5 7f ebu guide catheter was engaged coaxially and a non bsc guidewire was advanced distally in the lcx. Predilation was performed with a 2x10mm non-bsc balloon catheter and the physician took another non-bsc guide wire to serve as a buddy wire to take the 2.50x38mm promus element long drug eluting stent in the lcx. The stent was advanced with the support provided by the buddy wire; however, the stent but could not be taken down further. The physician decided not to push down further due to the increased resistance. The physician pulled the stent out and noted that some struts were damaged. Additional dilation was performed with a 2.25x12mm non-bsc non-compliant balloon catheter and the procedure was completed with another 2.50x38mm promus element long drug eluting stent. The results looked good angiographically following post dilatation with a 2.75x8 non-bsc non-compliant balloon catheter. No patient complications were reported and the patient's status was stable.